Event description:
It was reported that the pt received a zimmer mmc cup 54mm/46mm code l on (B)(6) 2010 on his left hip. Pt is currently being monitored due to pain caused by loosening of the cup.

Manufacturer narrative:
The device has not been returned to the MFR as the pt has not been revised. The lot numbers were received and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. We will submit an updated report once we received the device and the investigation result becomes available. (B)(4).